Event description:
Customer reported cetruximab infused faster than expected. An infusion of cetruximab was programmed to infuse over 2 hours; but after one hour, the bag was empty. When restoring the pump program, the pump indicated more than 300ml and 1 hour and 6 minutes remained of the infusion. Intended infusion rate of cetruximab: 500 ml/2 hours (250 ml/hr). Chemo pre-med infusion rate: 100 ml/30 minutes (200 ml/hr). There was no patient harm reported and no medical intervention was required. Customer stated the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.